Event description:
Customer reported the system would not fluoro and was displaying a fast stop message. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not duplicate the reported problem. System operates as intended.